Event description:
It was reported that the ilet displayed an alert 38 indicating a motor stall, the user restarted the device and attempted a dry run which was unsuccessful with repeated ¿unable to proceed,¿ and the user was directed to switch to backup therapy; the issue is consistent with a failure to infuse and implicates the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the event aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.